Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated prostate specific antigen (psa) result of 12.58 ng/ml above the normal reference range for one patient's sample. Another sample from this patient tested on an alternate methodology gave a result of 0.68 ng/ml and re-testing on the original instrument gave a result of 0.43 ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was collected off-site in a plastic serum tube with a gel separator and was received centrifuged. Qc was within the lab's established ranges prior to and after the event. A system check performed on 05/13/2010 passed within instrument specifications. A clear root cause for this event has not been determined to date.